Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Surgical intervention was performed to replace the aus, and the pressure regulating balloon (prb) was found empty with a small slice in it. There were no additional patient complications reported.